Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Surveillance study. It was reported that 30 days following a coronary artery drug eluting stenting treatment procedure the patient developed cardiac tamponade. At the time of the index procedure, the patient presented with unstable angina. The de novo, type c mid rca (right coronary artery) lesion was 99% stenosed and measured 2.25 x 22mm. The lesion was predilated with a 2.0 x 15mm balloon at 8 atm, a 2.5 x 24mm taxus express2 drug eluting stent was deployed at 8atm, and post dilation was performed by reintroducing the predilation balloon and inflating to 14atm. Intravascular ultrasound (ivus) confirmed the stent was well expanded and residual stenosis was 0%. The patient was discharged 2 days post procedure. The patient returned 30 days following the index procedure for a study required follow up visit. At that time, the physician confirmed that the patient did not have angina, however, "retain of pericardial fluid" was noted and the patient was hospitalized. The outcome of this event, noted 33 days following the onset, was "disappearance". It is unk what treatment was performed and the length of hospitalization for this event. The investigator assessed this event as possibly related to the device. Add'l info has been requested.